Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their pacemaker system explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2022-46676, related manufacturer reference number: 2017865-2022-46677, related manufacturer reference number: 2017865-2022-46678. It was reported that the patient had their pacemaker system explanted and replaced due to infection. During the procedure, it was noted that the superior vena cava (svc) was damaged and open chest surgery was performed to resolve the event. The patient was in stable condition throughout the procedure.